Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room with half of device eroded from the pocket and taped down. The infection was suspected. The device was explanted. The patient was stable.